Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient had an "electrical fault" alarm. The facility performed the driveline cleaning and exchanged the controller. The controller ((B)(4)) was returned to the manufacturer for evaluation. Various analyses were conducted and review in order to evaluate the performance of the device in relation to the reported event. Visual inspection found no damage to the controller case or display however there was contamination found within the controller driveline connector port. The root cause for "electrical fault" was found to be contamination within the controller driveline connector port, likely due to combination of driveline connector handling and driveline/tumbling cap design. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-02719 and 3007042319-2015-02720) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the ventricular assist device (vad) driveline had connector contamination with an associated controller electrical fault alarm. The site's vad technicians performed a preliminary analysis of the controller log files. The site performed a controller exchange and a driveline/controller connector cleaning procedure after exchanging the controller. A manufacturer's representative did not visit the site to analyze the log files nor inspect the driveline/controller connector. The original controller was removed from service and returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.